Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. There were no a13 or a17 alarms, frozen display, or audio beeping alarms occurred during testing. The pump alarmed unexpected restart after battery change due to due to interface board voltage leak. There was no cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and external ram crc error alarms. The customer's blood glucose level at the time of incident was 132mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.